Event description:
The shunt was implanted in 1999. The catheter was found kinked at the slits when x-rayed in 2001. When revised in 2002 the catheter was removed and the kinked area was found fractured.